Manufacturer narrative:
(B)(4) .

Event description:
It was reported that prior to use, the cuff inflated asymmetrically. There is no patient involvement reported and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number : (B)(4).